Manufacturer narrative:
It was reported that the balloon lost pressure during pull back against the procedural sheath; however, the procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 2 mm longitudinal tear in the balloon, approximately 7 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1508304) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon lost pressure when pulling back against the procedural sheath. The patient was not hospitalized. No further information is available.